Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; the residue of the chemical solution used for water supply was clogged. Pre-cleaning was not done immediately after the procedure. A debris clogged the channel due to deterioration or breakage of the auxiliary water cap and tube. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
(B)(4) inspected the device and confirmed that the angle range of the bending section was non-standard due to the worn angle wire. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) was informed that the channel of the device was clogged. It was difficult to inject liquid during creaning. Reportedly, foreign material exited from the channel. There was no report of patient injury associated with this event.